Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a sensing threshold of 0.3 mv and a capture threshold of 7.0 v, 1 ms. The lead was successfully repositioned.